Event description:
A call was received through technical services reporting the device prediction for eri (elective replacement indicator) was 50 months, but the device went to eri earlier and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the reported eri (elective replacement indicator) condition. Further analysis determined the condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit, which resulted in an unclearable eri. A call was received through technical services reporting the device prediction for eri (elective replacement indicator) was 50 months, but the device went to eri earlier and was replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (integrated circuit)device was out of specification in a manner that relates to event premature eri (elective replacement indicator).